Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range (oor) pacing impedances (greater than 3,000 ohms). Measurements had previously been intermittently high but were now normal and stable. The lv lead remains in service at this time. No adverse patient effects were reported. Additional information received indicated the high oor lv pace impedance persisted. The lv vector of the cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to the ring to rv electrode configuration which resulted in normal impedance (454 ohms) and threshold (2.2 v at 0.4 ms). The crt-d and lv lead remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the left ventricular (lv) pacing impedance became greater than 3,000 ohms. Measurements had previously been intermittently high and then stabilized. Currently, the lv impedance increased from 842 ohms to 2,642 ohms. This cardiac resynchronization therapy defibrillator remains in service at this time. No adverse patient effects were reported.